Manufacturer narrative:
The received device had the cannula assembly fully deployed. Inspection of the needle mechanism and cannula assembly found no issues that would result in the cannula inserting improperly. The cause of the reported improper insertion could not be conclusively determined.

Manufacturer narrative:
We are unable to confirm or determine the root cause of the reported unsure properly inserted cannula. The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
It was reported that the patient's blood glucose level rose to over 13.9 mmol/l (250 mg/dl) while wearing the pod between 1 and 4 hours. The patient reported that the cannula was not properly seated in the infusion site (leg). As treatment, a new pod was placed.